Manufacturer narrative:
The company rep observed that the power cord has the insulation stripped from cord. The company rep replaced the power cord ((B)(4)) and the remote ac power switch. The unit was tested to factory spec. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown several times. The pt was switched to another unit and therapy was continued. No pt injury was reported.